Event description:
It was reported that the patient experienced elevated blood glucose levels as high as 480 mg/dl. Her parents' took her to the hospital where her ketones were measured at 5.1. The patient was treated with insulin via injection and infusion. The patient's mother alleges that the infusion sets being used were the cause of the elevated blood glucose levels; the infusion device had been properly displaying e4 (occlusion error). The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).